Event description:
During an incident in 2004 involving pt in cardiac arrest, the defib gave a low battery indication after 2 shocks were delivered. The battery was replaced and again the unit gave a low battery indication. CPR was continued. Als arrived and took over pt care. The pt was transported to a hosp. The crew reports that the batteries were fully charged. Another report states: "after the second shock, the saed did not have enough power to continue so CPR was initialized again until battery was changed. Upon the second attempt to shock, the pt, the spare battery was found to not have anough power for even one shock". The batteries were replaced before they were set aside with the unit for eval.